Manufacturer narrative:
The previous stroke was reported under MFR. Report #2916596-2019-05388. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported the patient presented to the hospital after being found confused and not moving her right side with last known normal status possibly 3 days prior. The patient was on aspirin and coumadin. CT stroke protocol in the emergency department revealed new volume subarachnoid hemorrhage in the bilateral cerebral hemispheres and asymmetric lucency in the left thalamus. This was concerning for acute infarction and evolution of previous left frontal lobe hemorrhage. No further information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device and the reported hemorrhagic stroke cannot be conclusively determined. A direct correlation between the device and the account¿s suspicion of a embolic/ischemic stroke cannot be conclusively determined. Low flow alarms were confirmed via the log file data provided by the account; however, a specific cause cannot be conclusively determined. The submitted log files contained overlapping, relevant data spanning from (B)(6) 2019 at 18:48:29 to (B)(6) 2019 at 21:53:54, per the timestamps. Low flow alarms were captured on (B)(6) 2019 when the estimated flow was calculated to be below the threshold of 2.5lpm. No other notable alarms were recorded. A specific cause for the change in pump parameters cannot be conclusively determined. It was reported that the patient was found by their family in a confused state and was not moving their right side. The patient had been on an aspirin / coumadin regimen and was noted to have been in a normal state three days ago. The patient was taken to the hospital, where the CT stroke protocol revealed a new, small volume subarachnoid hemorrhage in the bilateral cerebral hemispheres, and asymmetric lucency in the left thalamus concerning for an acute infarction, and an evolution of previously seen left frontal lobe hemorrhage. The patient remains ongoing on the device. Additional information was requested from the account; however, none was provided. The heartmate ii lvas IFU lists bleeding and stroke as adverse events that may be associated with the use of the heartmate ii left ventricular assist system, and includes information on recommended anticoagulation therapy and inr range. No further information was provided. The manufacturer is closing the file on this event.